Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose level as high as 508 mg/dl. The user vomited and addressed bg level with a bolus via the pump. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing. The user changed the cartridge, tubing, and site. A follow up with the customer indicated that their bg level lowered to 129 mg/dl after a bolus via the pump was administered.